Manufacturer narrative:
Use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use.

Manufacturer narrative:
Corrected date.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient presented with severe aneurysm neck angulation greater than 60 degrees (off label). Patient implant on (B)(6) 2008 of a 25-16-120bl bifurcated device model and two 25 mm aortic extensions. On (B)(6) 2011 the patient presented in the emergency room complaining of abdominal pain and leg pain. A CT scan revealed the proximal neck of the aortic extension had partially collapsed and the right limb of the bifurcated device had thrombosed. The patient was treated with an axillo-femoral bypass and is reported to have tolerated the procedure well.